Manufacturer narrative:
An event regarding difficulty removing the inner blister from the packaging. The event was confirmed. Method & results: device evaluation and results: the unit carton without its shrink wrap, the outer blister, the inner blister and the device were returned for review. Visual inspection was performed as part of the packaging assessment report. Images of the device are included in the report. In addition, the inner blister was returned intact and unopened. The inner blister was opened as part of this investigation, there is evidence of a good seal between the inner blister and the tyvek lid. The returned device looked unremarkable. -medical records received and evaluation: not performed as the event is related to a packaging issue. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the packaging pse group reviewed the event and indicated that from examination of the returned parts, it is concluded that this shelf pack has experienced an extreme shock event, which would be in excess of the criteria of our ship test validation challenge, weakening the seal flange at the side of impact and leading to that part breaking away on peeling of the tyvek. No further investigation for this event is possible at this time.

Event description:
The nurse couldn't get the item ref 5510f402 out of the box in a sterile manner during the operation. Lid / cover of the box was very tight and it got broken when finally came apart. Nurse took a new implant and operation was completed successfully. There was a short delay during the operation, when a new item was taken to continue the operation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The nurse couldn't get the item ref 5510f402 out of the box in a sterile manner during the operation. Lid / cover of the box was very tight and it got broken when finally came apart. Nurse took a new implant and operation was completed successfully. There was a short delay during the operation, when a new item was taken to continue the operation.